Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 bullet tip of the dissector was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. There is no evidence that the device was received at the wayne complaint¿s lab for investigation. No tracking number is available from the sales representative, therefore it is not possible to verify the delivery. In the future, if the product is found or tracked the complaint will reopen and investigated. A supplemental report will be submitted after the investigation is completed. Therefore the reported complaint for the reported failure ¿break, dissection tip¿ is not confirmed. The certificate of conformance was reviewed for the dissection tip. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. Internal complaint number: (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 bullet tip of the dissector was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.